Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the snare loop drawing found that components must be free of oil, burrs, particulates ad processing residuals. Material certification and certificate of conformance are required with each shipment. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an mcl procedure, the opus speedscrew implant progressed into bone with no issues, but after that the suture snare snapped on final tensioning and tension was not achieved, no suture pieces fell into patient wound. Surgeon removed the anchor and salvaged the sutures and another opus speedscrew implant was opened and used successfully with no issues, no additional bone hole was required. Surgical delay of less than or equal to 30 minutes. No further complications to patient were reported due this event.